Manufacturer narrative:
(B)(4). G2: UK. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. The vrs glenoid is to allow conversion of hemiarthroplasty to reverse tsr. Attempts have been made and there is no further information at this time.

Event description:
It was further reported that the revision is occurring due to pain and loss of function. The revision is scheduled to take place in 2 months. Original surgery took place approximately 12 years ago.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - head. The reported event was unable to be confirmed due to lack of proficient information; no product, pictures, or medical records were provided. A review of the device history records could not be performed due to lack of part and lot identification. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.